Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 analyzer and suspected electrodes malfunctioned. The fse replaced the reference electrode and ise electrodes (na, k, cl) to resolve the issue. The fse performed calibration and controls, which all passed. The fse verified the analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium and potassium on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.